Event description:
The technician reported the head end brake casters would not lock in brake mode. No pt injury reported.

Manufacturer narrative:
The technician found the brake casters to be the cause. The technician replaced the brake casters and brake steer casters to resolve the issue. Based on this information, no further action is required.